Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the trunk cable was pulled from the strain relief, damaging the pulse wires within the cable and causing the reported adjust belt messages. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that a patient was receiving frequent adjust belt messages.